Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device got stuck on a vessel. It is unknown how it was removed. Once it was off, they opened another device and completed the procedure. No other details are presently known. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4)